Event description:
Patient in MFR for MRI of back. While inside the magnet, the patient stated he felt like it was getting hot by his hand. Post procedure, he noted a small blister on the right thumb and right hip. MRI tech stated no foreign material or objects in scanner during scan except patient blue jeans which were down below his knees.